Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03138. It was reported that when the patient presented remotely via merlin.net transmission, noise oversensing was observed. External electromagnetic interference (emi) due to electrocautery was confirmed. The device inappropriate diagnosed the noise as ventricular fibrillation (vf) episodes and nearly delivered an inappropriate shock since an aborted shock was noted. The patient was stable and being monitored.